Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw. Without a valid part and lot number, a UDI is not available. The original implant procedure took place on an unknown date in (B)(6) 2015. Per the facility, the complainant part is not expected to be returned for evaluation. (B)(4). As specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a trochanteric fixation nail advanced (tfna) and lag screw on an unknown date in (B)(6) 2015. Thereafter, the patient suffered a varus collapse. The patient returned to the operating room on (B)(6) 2015 and was revised with a non-synthes bipolar implant. This report is for one (1) unknown screw.this report is 3 of 3 for (B)(4).